Manufacturer narrative:
Reporter first name: (B)(6), reporter last name: (B)(6), reporting institution name: (B)(6), reporting address line 1: (B)(6), reporting address state: (B)(6), reporting address city: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6), reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that during use, it did not deliver the correct energy according to the doctors, then it turned off by itself. After restart, everything seems correct and operational. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.